Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The device was completely removed and the procedure was completed with a different device and flow recovery was noted. No patient complications were reported.